Event description:
It was reported that a pt was experiencing an increase in seizures and during a follow up appointment a few weeks later, diagnostic results indicated high lead impedance. The pt has not reported any pain and can feel stimulation therefore, the physician did not program the device off. The pt will be referred for revision surgery. Good faith attempts to obtain additional information are currently being made.